Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.

Event description:
Patient developed an infection on her face post procedure. Treated with keflex, bacitracin and bactriban and is doing well.